Manufacturer narrative:
Citation: cardaioli, paolo. Et al. (2011). Endovascular treatment of diabetic foot syndrome: results from a single center prospective registry using mixed coronary and peripheral techniques and equipment. The journal of interventional cardiology. Vol. 24, no. 6, 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-02859. Was reported via a journal article that during the treatment of endovascular diabetic foot syndrome v-18 guidewires and sterling balloons were used along with non-bsc devices. One patient suffered from a major complication and died in the hospital due to a retroperitoneal hematoma. Groin hematomas occurred in three patients, puncture site pseudoaneurysm occurred in two patients, arteriovenous fistula occurred in one patient and vessel rupture occurred in five patients. It is unknown if the bsc devices caused or contributed to any of these adverse events.